Manufacturer narrative:
The device history records for the sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat¿ from heartsine technologies on the 9th december 2016. Upon receipt the device was witnessed switching on automatically, which confirmed the reported fault. This was attributed to corrosion on the on_button track of the membrane tail. The fault could not be replicated after the corrosion was cleared. This confirmed a failure of the membrane due to corrosion on the membrane tail. The corrosion observed on and within the device, alongside the out-of-range temperatures recorded in the history log, would confirm the device had been stored outside of the indicated conditions. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 350p.

Event description:
Device switches on automatically. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device switches on automatically. There was no patient involved in this event.